Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the left ventricular lead was dislodged. It was discovered by fluoroscopy. The lead was repositioned on (B)(6) 2019. Patient was stable.